Event description:
The loaner core impaction drill was sent for service and it overheated during performance testing conducted at the manufacturer. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device returned by the customer was a loaner device. It will be repaired but not returned to the customer.